Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the spinal cord stimulation (scs) therapy was turned off for a while, but frequency of rolling has increased so the power was turned on, but then it could not be charged. A deep brain stimulation (dbs) is also implanted. Causal relationship to the fall is unknown. When the remaining battery level was checked, 100% of the controller and 0% on the implanted neurostimulator (ins) were used. Connected the recharger, fill the ins, and start charging. It is unknown if the issue has resolved. Additional information was received. They contacted the doctor to confirm this matter, but the patient has had the outpatient consultation only every six months, so the hospital could not obtain any particular information. This patient also has parkinson's disease (pd), and when in a sitting position, the waist is bent so that the chest and thighs stick together. We have heard before that it was difficult for him to maintain his posture even before he was placed in scs, and that his body would tilt when he was sitting and so he would frequently fall. Also, we have heard from the patient himself that he sometimes turns off the scs because the pain has subsided. However, since he has not had outpatient consultation recently, this is all the information that can be obtained at present. Additional information was received. They have not received any information from the patient, so the details are unknown. We have not heard that there was a problem with the equipment. Also, regarding the procedure (frequency of rolling), it was first implemented a few years ago, and our rep remembers that the operation was completed without any trouble. We can't say definitively, but we think it's more natural to think that it's due to the progression of the patient's pd. The last check was made more than a year ago, but there was no impact on the equipment, such as misalignment of the leads or a defective ins. There are no reports of the impact of this "falling", including information from the hospital.

Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.